Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to elevated cobalt chrome metal ions in the blood stream and having pain. The patient had a dupuy acetabular and poly liner. The profemur® cocr neck showed dramatic signs of corrosion on both ends and doctor speculates the dissimilar metals caused elevated cobalt and chrome metal ions in blood stream. During surgery the doctor removed the cocr mod neck, bch head, and titanium sleeve. The doctor implanted a titanium profemur® neck and head without sleeve.